Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the instrument is broken and cannot be used. The reported issue was discovered during a routine pre-operative inspection of the instrument. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 31 may 2006. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
D(B)(6). Product investigation summary: the investigation of the insertion handle has shown that the notch is broken off as complained. The file history records were reviewed and showed conformity with the material and manufacturing specifications; no complaint related abnormalities were found (manufacturing in year 2006). Since no manufacturing related condition was found, it is likely that the insertion handle was not connected properly to the nail. As a result, extreme bending forces were applied onto the notch, which finally caused the breakage. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.